Manufacturer narrative:
Additional information added to b3 and h6 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during patient treatment with two units of revaclear 300, an internal blood leak occurred. A blood leak detection alarm was generated by the machine. Blood was visually detected in the dialysis fluid lines, half way up. The extracorporeal blood of approximately 150 ml was not returned to the patient. The treatment was terminated and restarted with a new dialyzer and a new machine with no further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.